Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm while every time they rewind. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.